Event description:
A caller reported experiencing cgm error 42 with their sensor. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided guidance on performing a pump reset, which resolved the issue as the caller successfully started their sensor session without the error recurring.